Event description:
The customer reported the device heater plate was hot and had a burning odor in relation to the device. The reported malfunction could potentially cause harm or serious injury. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.